Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl. The customer was treated by manual injection during hospitalization. The customer stated that the insulin pump had blank display. The customer also stated that the battery cap was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was monitored for 1 day. No blank display noted. No damage noted on the original battery cap. However the battery tube was corroded. Device passed the displacement test, rewind, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08745 inches. Device was unable to prime during prime test due to force sensor resistor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. Device had broken belt clip slot near the battery compartment, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.